Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that after inserting the catheter and confirming urine flow, the operator could not infuse water into the catheter.

Manufacturer narrative:
The reported event was confirmed. The visual evaluation of the returned sample noted one opened (without original packaging) silicone foley. The catheter shaft was broken in two pieces 0.3050" from the bifurcation. The damage to the shaft was out of specification. The inflation arm was flushed with methylene blue solution (3 drops 1% aq methylene blue per 100ml of distilled water)with no leaks. The shaft was flushed with methylene blue solution (3 drops 1% aq methylene blue per 100ml of distilled water) with no leaks. No further testing could be done on the balloon since the catheter was in two pieces. Active length of the catheter balloon was measured (0.6965") and found to be within specification (0.6"-0.9"). The catheter was confirmed to be 14 fr. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "visually inspect the product for any imperfections or surface deterioration prior to use."

Event description:
It was reported that after inserting the catheter and confirming urine flow, the operator could not infuse water into the catheter.